Event description:
It was reported that the patient underwent a posterior spinal fusion at t12-l4 to treat a l1 and l3 traumatic burst fracture. It was reported that the t12 screw backed out. The patient underwent a revision surgery 7 weeks postop. The patient complained of back pain.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.